Event description:
It was reported that during routine servicing the device head on the micro sagittal saw broke. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
The device will not be returned for evaluation.